Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -11.5 diopter was implanted into the patient's right eye (od) on an unknown date. Toxic anterior segment syndrome (tass) was reported. Treatment performed of unknown kind and the problem was resolved.

Manufacturer narrative:
Investigation type : lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).